Event description:
One device was returned with report that the unit cassette did not attach. Device evaluation revealed a damaged downstream occlusion sensor and seal. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and it was found the dso sensor was also damaged. The cause of the reported issue was due to damage of the dso sensor and seal. The dso sensor and seal were replaced to address this issue.